Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra scanners are not connecting to children's server. A technical support specialist (tss) verified that the server certificate validation was expiring soon. During the review, expired enterprise server (es) certificates and a soon-to-expire patient location exchange (plx) certificate were identified on three mobile scanners. The server certificate was updated and confirmed through remote access. At the customer's request, the tss contacted the remote device team (rdt) to expedite the update of mobile certificates. The rdt successfully installed the necessary certificates on all three scanners. Functionality was tested, confirming that the scanners were working properly and login was successful and case was closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server zebra scanners are not connecting to children's server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server zebra scanners are not connecting to childrens server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.